Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software; product ID: hh9020tdd, serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported by the patient that, 'it goes to 90% and then it hangs up there.' The patient stated they 'do everything like they told us, pull it (communicator) away from her a little bit, and all that, and it won't get it. When you hit the thing to give it a bolus, it comes around going to about 85-90%, and it hangs her up.' The patient was requesting assistance clearing data. Agent assisted the patient in clearing data on the handset. When agent inquired pump medication, the patient stated, 'there's 3 in there,' and did not provide further information.